Event description:
A customer contacted beckman coulter (bec) reporting a leak inside the coulter lh 500 hematology instrument. The instrument was giving "clenz sensor" errors when the leak was noticed. The volume of the leak was about 20 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the secondary probe was leaking because the probe wipe rinse block was misaligned. The fse realigned the probe wipe rinse cup and the instrument ran without any leaks. The fse also found that the clenz pick up line was off of the bottle and was causing the instrument to generate the "clenz sensor" errors. This issue did not cause any leaks and is unrelated to the leak at the secondary probe. The fse replaced the clenz tubing and the instrument ran without any errors. The repairs were verified per established procedures. Failure mode: the cause of the leak was that the probe wipe of the secondary probe was misaligned. The cause of the "clenz sensor" errors is that the clenz pick up tube came off the bottle. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).